Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. Pfs alleges multiple dislocations, unable to do many activities without pain, clicking and ratcheting feeling in the hip. After review of medical records, it was reported that the patient was revised to address dislocation. Revision notes stated that there was a small amount of metal debris, but nothing significant. The stem appeared to have excellent stability and good-in-growth without any evidence of lucency. The MRI did show evidence of possible pseudotumor and x-ray reveal a dislocation of the left hip prosthesis.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad jan 30, 2018: pinnacle litigation received. Litigation alleges pain , permanent injuries and emotional distress. Doi: (B)(6) 2008; dor: (B)(6) 2016; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.